Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. No cause of death was reported as respiratory failure due to pneumonia and pancreatic cancer. Related to MFR report #2183959-2012-00290. Related to MFR report #2183959-2012-00291.